Event description:
It was reported that the patient presented for a right atrial lead revision. On (B)(6) 2017, chest x-ray confirmed lead dislodgement. The patient was asymptomatic. The physician attempted to reposition the lead without success. The insulation was damaged by physician during the procedure; the lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.